Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a transureteral lithotripsy under flexible ureteroscope procedure in the right renal pelvis stone, performed on (B)(6) 2023. During unpacking, it was found that the stent was fractured and could not be used. Another polaris ultra ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact birth of date is unknown; however, it was reported that the patient's year of birth was 1978. Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent shaft was detached. The positioner, suture, and the detached part of the stent were not returned. Functional test was performed, and it shows a mandrel of 0,036" was used and it passed through the stent without resistance. Then, during magnification, the detachment was observed closely. No other problem was noticed on the device. The reported event was confirmed. Based on all the gathered information and analysis of the device, it is possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before their use could have caused the detachment that was observed, affecting the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.